Event description:
The customer reported that they received a 'leak in centrifuge' alarm 262 minutes into amono nuclear cell (mnc) collection procedure. There was blood spill in the centrifuge and they were not able to identify the source of the leak. The procedure was ended. The customer declined to provide the patient identifier. Terumo bct is awaiting the return of the disposable set for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the device history record was reviewed for this lot. There were no events noted in the DHR that would have contributed to this event. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation and it was noted that there isa small tear at the inlet line of the 4- lumen at the exit of the lower collar line (hex collar).the tear is approx 1mm. There is solvent on the inlet line to the top of the ¿clover¿ adjoining the inlet line to collar line. Root cause: potential cause may include a weak point on the inlet tube related to the presence of solvent. Solvent is applied to this part in a controlled manner during manufacturing, however the manner in which it adheres to the parts can vary; this can potentially cause a weakness in the tubing.